Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 132 mg/dl. The customer stated that the plungers screw from the reservoir were broken. The customer stated that there is a leak on top of the reservoir. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer does not have the reservoir with him to troubleshoot. The customer is being sent a replacement reservoir.